Event description:
A patient indicated for gastrointestinal/pelvic floor reported they developed an infection and sepsis after the implant of the device in early (B)(6) 2016. The patient was in the hospital for nine days and the decision was made to remove the device. The infection was gone at the time of the call and the patient was not to be re-implanted in the future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.